Manufacturer narrative:
Follow-up #1: date of submission 078/04/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The cartridge compartment was found to have cracked and damaged. The cartridge cap was not returned, a test cartridge cap was able to attach properly. It was also observed that the pump casing was damaged between the lens and the case seal at the upper right hand corner. The pump powered up with the appropriate audible and vibratory features. All the buttons responded properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged. It was reported that the cap was undamaged and there was no evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.